Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead experienced a syncopal episode and required external rescue. Upon interrogation of the device, a shock lead open message was observed. Review of stored device memory noted the patient had gone into ventricular fibrillation (vf), shock therapy was delivered and high out of range shock impedance measurements greater than 125 ohms were observed and resulted in the shock lead open message during delivery of shock therapy. Tachycardia therapy was exhausted during the episode. The patient was admitted to the intensive care unit, intubated and was being cooled. A copy of device memory was received for analysis. Analysis of device memory noted the occurrence of multiple open lead messages on the date in question. All delivered shocks were noted to be in the triad configuration with 6 open lead messages occurring in positive polarity and 1 in negative polarity. High voltage charging diagnostic data indicated that some of the charge energy was delivered for each shock, suggesting a high impedance connection versus a complete electrical open. Analysis of device memory pointed to a potential lead problem. Boston scientific technical services (ts) discussed troubleshooting options. The remained hospitalized, tachycardia therapy was programmed off and the patient was taken off of life support several days later.

Event description:
Boston scientific became aware that the patient passed away. The date of death was (B)(6). 2017. The device was not returned to boston scientific.